Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unexpected reset occurred. Reportedly, the customer reloaded the cartridge onto the pump, resumed insulin, and continued to use the pump for insulin therapy. Additionally, the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. The customer's blood glucose level was 142mg/dl.